Manufacturer narrative:
Pump received with no button response due to moisture keypad traces. Pump received with moisture damage on lcd board, cracked battery tube thread and cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the keypad on the insulin pump was damaged. The customer noted the keypad anomaly when they attempted to bolus. Customer's blood glucose was 138 mg/dl. The customer reported swimming while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.